Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited high thresholds at 6.5 v, 1.5 ms and sensing was at 0.1 mv. The patient was 50% pacing in the atrium. The lead was replaced.